Event description:
The customer received a blood glucose reading of 347mg/dl on the contour next usb meter, re-tested on contour usb meter and the reading was 155mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significantno adverse event was alleged.the customer returned the test strips for evaluation.replacement test strips were sent to the customer.

Manufacturer narrative:
Contour blood glucose test strips were also returned and evaluated.model # 7080g, lot# 2jc3f13a, exp date 09/30/2014, manufacture date 09/01/2012, 510k 091820.